Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The left iliac was tortuous and calcified. The neck was about 2cm long and 30 degrees angulated. It was reported that during deployment, the renal arteries were covered, due to poor imaging when c-arm was removed. The physician then attempted to pull the graft down, by advancing a wire through the graft over the flow divider and back down the other side, which caused the gate to get wedged up against the ipsilateral limb. This made it difficult to advance the contralateral limb. A balloon was used to gain access through the gate, and the contralateral limb was deployed fine. The final angiogram showed a slight blush indicating an endoleak; however, it was not determined whether it was a type I or IV endoleak. A 30-day scan is scheduled to determine if the endoleak is still present and whether intervention is required. The pt was fine.

Manufacturer narrative:
Intervention required. Eval: results: not maintaining accurate fluoroscopic imaging. Endoleak, arterial and venous occlusion. Conclusion: not maintaining accurate fluoroscopic imaging.